Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. The rv lead was discovered to be dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).